Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Chunk missing out of (tampon)...may be wedged in there- vagina [foreign body in reproductive tract]. Feel a minor cramp like (tampon) may be wedged in there [uterine spasm]. Took tampon out...chunk missing out of it [device breakage]. Case description: consumer sent e-mail stating a chunk was missing from the tampon when she took it out. No serious injury was reported.